Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system provided an inappropriate shock. Technical services (ts) reviewed the episode and discussed there is evidence of the inappropriate shock being delivered due to small amplitude r-waves. The small amplitudes lead to other cardiac signals being detected, causing oversensing and potential inappropriate shocks being provided. It was advised to carry out an automatic setup and evaluate the other vectors available. In addition, it was recommended to investigate the reduction of the r-wave amplitude using different postures and movements to determine the origin of the r-wave amplitude change. The s-ICD system remains in service. No additional adverse patient effects were reported.